Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 open and 21 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. There are units in stock. Received 21 closed samples and 4 open samples with the thread wound on the pack and there is no needle attached to the threads. Tested the needle attachment of the all closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The needle is detached from the thread.